Event description:
Hold for rw 1.23. Information was received from a patient's representative regarding an external device. The reason for call was caller reported the pt was getting the replace the batteries message and the issue began all weekend. Pt in the background also stated the controller wouldn't come on this morning. Ps attempted to clarify if the message only displayed while charging the pt's implant and the pt noted they guessed so. Pt also noted they didn't hear very well. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed controller was at 100% and the battery empty cannot provide stimulation displayed. Pt then connected the recharger cord and the batteries low message still displayed on the controller. Caller denied visible damages on the recharger cord and in the controller charging port. The issue was not resolved. A replacement recharger (insr) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot# serial# nlf159213n, implanted: explanted: product type recharger section d: information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: nlf159213n, ubd: , UDI#: h3: analysis of the 97755-s recharger (s/n nlf159213n) revealed that a failure had occurred and the recharger was stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.